Manufacturer narrative:
An event of air/gas, heart block and hypertension during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported air/gas in the device could not be determined. It is possible due to user techniques while de-aired the device and during the connection of the device and delivery system; however, this cannot be confirmed. The patient effects of heart block and hypertension were related to the reported air in the device. The reported prolonged hospitalization was a result of case-specific circumstances, medications were given. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Manufacturer narrative:
Na.

Event description:
Clinical information: (B)(6) pfo occluder pas, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer torqvue delivery system (itv). During procedure, 10500 units of heparin was administered. The procedure was aborted due to suspected air embolism in the right coronary artery (rca). The patient had mild hypertension, st elevations and transient atrioventricular (av) block resulted in prolonged hospitalization and delayed procedure. The patient was reported discharged.